Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported that the one-month follow up CT scan showed a type ia endoleak. A secondary intervention was carried out on and endoanchors and a stent graft cuff were implanted as treatment. Final angiogram showed no endoleak. As per the physician, the cause of the event was due to the patient¿s angled neck. The stent graft had landed straight across instead of landing at an angle. The implantation of the cuff during the secondary procedure allowed more distance to be gained on the greater curve. No additional clinical sequelae were reported and the patient is fine.